Manufacturer narrative:
The lot was manufactured july 3 - 7, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred during filling with 2gr of ceftriaxone IV and 100ml of 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.